Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had episodes of ventricular tachycardia and received therapy. It was noted that the rv lead dislodged after the shock. The patient is not pacer dependent. A revision procedure was performed and the lead was repositioned. The physician indicated that the patient has a very large heart and the lead was implanted without a lot of slack. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate the lead remains implanted. If additional information is received, this report will be updated.